Manufacturer narrative:
As reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation, blood clots, clotting, and/or occlusion of the ivc, thrombosis/embolism and post thrombotic syndrome. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and migration could not be confirmed and the exact cause could not be determined. The timing and mechanism of the reported filter tilt is unknown. A clinical conclusion could not be determined as to the cause of the event. Inferior vena cava (ivc) filter migration is also a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films available for review, it is also not possible to clarify the location (proximal or distal) of the clots to the location of the ivc filter. Blood clots and thrombosis/embolism do not represent a device malfunction. Deep vein thrombosis (dvt) occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Endothelialization, remodeling/restructuring of the internal lumen of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, migration, tilt, blood clots, clotting and/or occlusion of the ivc, dvt ,thrombosis/embolism, lifetime anticoagulation, embedment of the filter and device unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information was provided and is available in: age at the time of event, date of birth, event date, event description, relevant history race and medical history. Concomitant medical products and therapy dates: 18 gauge needle, unknown catheter and dilator, unknown insertion sheath. Date received by the manufacturer and PMA/510(k) number. The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, migration of entire filter other than to heart, tilt, blood clots, clotting and/or occlusion of the ivc, dvt ,thrombosis/embolism, lifetime anticoagulation, embedment of the filter and device unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records and patient profile form (ppf) indicate that ivc filter was placed as a prevention of pulmonoary emboli due to increased risk of dvt during a bariatric procedure between l1 and l2 and patient tolerated the procedure well. Also reported was an attempted but unsuccessful percutaneous removal procedure approximately 3 weeks post implantation.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, migration of entire filter other than to heart, tilt, blood clots, clotting and/or occlusion of the ivc, deep vein thrombosis (dvt), thrombosis/embolism, lifetime anticoagulation, embedment of the filter and device unable to be retrieved. The patient is also reported to have experienced emotional distress, mental anguish, anxiety and stress related to these events. The indication for the filter implant was prophylactically prior to bariatric surgery for the prevention of pulmonary embolism due to the increased risk of dvt. The patient¿s medical history is significant for morbid obesity, with a body mass index of 63 and limited mobility due to the body mass. The filter was placed via the right internal jugular vein and deployed at a location between l1 and l2. The patient is reported to have tolerated the procedure well with no complications. Approximately one-month post implant an unsuccessful percutaneous attempt was made to retrieve the filter. The right femoral vein was cannulated and a venogram was performed which showed no apparent clot in the filter and the filter was angled towards the left region. An attempt was then made to snare the gook on the end of the filter but was unsuccessful. Additional attempts were made to cannulate the hook of the filter from the left femoral vein but were unsuccessful and the procedure was discontinued. There were no reported complications. Five days later another unsuccessful attempt to retrieve the filter was made. Pelvic venography, performed at that time, demonstrated patient iliac veins with antegrade flow to the inferior vena cava. After extensive manipulation in the left iliac vein with a snare catheter, a lateral projection was performed and demonstrated the tip of the ivc filter embedded in the wall of the left wall of the ivc. The patient tolerated the procedure well and there were no reported complications. At some point post implant, the patient had a computed tomography (CT) scan performed which showed blood clots, clotting and/or occlusion of the ivc, migration of her filter, dvt, and thrombosis/embolism. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number provided is illegible; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Possible long-term complications associated with filter implantation include, but are not limited to, filter obstruction, tilt and migration. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter do not represent a device malfunction. Without the procedural films and post implant imaging available to review, the reported tilt, migration, blood clots, clotting, occlusion, retrieval difficulty and embedded could not be confirmed. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the legs and varicosities. Inferior vena cava filters are not indicated fur use in the prevention of deep vein thrombosis. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.